Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lost for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2014 complaint report was reviewed for the product family of bioflo PICC and the failure mode "pt injury." No adverse trends were identified. The used PICC was not returned for evaluation, however the event description provided to navilyst medical regarding the clinical study stated that the pt's septic shock and subsequent death were "unrelated to the study device or procedure." Navilyst medical manufacturing process controls on the bioflo PICC includes a 100% visual inspection for the molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. Pasv valves are 100% infusion tested to ensure that the valve opens under pressure in the infusion direction, and that the valve then closed under a defined amount of pressure. Additionally, all valves are visually inspected to verify that the disc is centered in the valve. A 100% aspiration test is performed on all valves that pass the infusion test.

Event description:
Septic shock: a (B)(6) year old male subject identified as (B)(6) (case ref number (B)(4)), enrolled (B)(6)", experienced 'septic shock' on (B)(6) 2013, approximately nine days following the placement of the study device, the bioflo PICC, on (B)(6) 2013. The subject had a medical history of myelodysplastic syndrome (mds) ongoing since (B)(6) 2013; shortness of breath, dehydration, hyponatremia, generalized weakness, polymyositis, demyelinating neuropathy and gait abnormality ongoing since (B)(6) 2013; bone marrow biopsy in (B)(6) 2013 and (B)(6) 2013; chronic pseudo-gout left wrist and gout ongoing since (B)(6) 2013; mohs surgery for skin cancer on an unk date; cervical spine osteoarthritis with degenerative changes, hypercholesterolemia and chronic kidney stones starting on unk dates and ongoing; uveitis starting on an unk date and ending in 2013; hypertension starting on an unk date and ending in (B)(6) 2013; right shoulder rotator cuff tendinitis starting in (B)(6) 2013 and ongoing; secondary hyperparathyroidism starting in 2013 and ongoing; and spondyloarthropathy, congestive heart failure and arrhythmias on unk dates. Due to fatigue and proximal muscle weakness, the subject was initially admitted to the (B)(6) on (B)(6) 2013 to be evaluated for myopathy and undergo muscle biopsy; he was being treated for myelodysplastic syndrome. On the morning of (B)(6) 2013 while hospitalized, the subject's respiratory status decompensated, he went into respiratory distress and was placed on a non-rebreather mask with a fio2 of 100%. The same day, he was transferred from the (B)(6) to the ER at the same facility in critical condition to be evaluated for hypotension, tachycardia, shock and neutropenia. Despite receiving aggressive IV fluid resuscitation, he required pressors when he arrived in the ER. In the ER, he received 40 mcg of levophed (norepinephrine bitartrate) to maintain mean arterial pressure (map) around 65. Despite maintaining good saturations of oxygen with the non-rebreather ask, eventually he became tired and more hypoxic. He was then intubated, placed on medical ventilation and transferred to the micu for further care. He was placed on broad spectrum antibiotic coverage due to the neutropenia. The assessment plan for (B)(6) 2013 noted hypotension due to possible sepsis which was to be investigated with pancultures, including blood, urine, and tracheal aspirate since the subject was intubated due to developing respiratory failure; myelodysplastic syndrome which required a hematology consult for further recommendations; anemia, probably due to the myelodysplastic syndrome, which was to be managed with a blood transfusion; an respiratory failure which required intubation. Chest x-ray on (B)(6) 2013 showed moderate size left pleural effusion; lab results at admission showed abnormal arterial blood gases as well as abnormal cbc and differential (details below). Initially, treatment included levophed 90 mcg, phenylephrine 350 mcg and vasopressin as well as stress dose steroids with hydrocortisone 100 mg q8 hrs. He was also receiving vancomycin 1 gm IV q 12 and zosyn 4.5 q8 (piperacillin/tazobactam) empirically to cover for possible sepsis as well as fluconazole 100 mg. Infectious disease consult during the early evening of (B)(6) 2013 recommended changing the zosyn to meropenem, continuing vancomycin, adding micafungin, zithromax (azithromycin) and oseltamivir as well as removing the left arm PICC line and sending the tip for culture. The subject continued antibiotic treatment. On (B)(6) 2013, a progress note stated the subject was in metabolic acidosis, most likely due to sepsis. His blood pressure was 105/66 and he was in sinus tachycardia at 114 beats per minute. Arterial blood gases continued to be abnormal, and despite treatment with meropenem, vancomycin, and steroids the subject had worsening cardiovascular shock and was requiring three pressors at very high doses. Urine output decreased and the subject developed acute kidney injury stage ii on (B)(6) 2013; as a result, continous venovenous hemodialysis was ordered to be administered as soon as possible once a line placed. The metabolic acidosis became sever with bicarb at 14 noted in the progress note from late evening of (B)(6) 2013. The subject died on (B)(6) 2013. The investigator considered the event of 'septic shock' as severe, life threatening, requiring prolongation of hospitalization and intervention, resulting in death and unrelated to the study device and study procedure. The medical monitor agreed with the investigators's assessments, and considered the event to be anticipated. No additional info expected from the site.